Manufacturer narrative:
Service was dispatched. The engineer observed micro-bubbles in the wash pump indicative of a worn wash valve rotor. The wash valve rotor was worn, creating micro-bubbles in the wash pump and insufficient washing of the assay reactants after incubation. The engineer replaced the rotor (p/n 79263) to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter imprecision and poor reproducibility between the troponin assay atni and the tnia2 assay. The customer questioned and supplied data for four patient samples with imprecise/elevated troponin I (atni) results on the access 2 portion of their dxc600i (s/n: (B)(4)). The samples were retested with either tnia2 or istat and repeated lower. The results were reported outside of the laboratory. The customer noted they did not need to issue a corrected report for patients # 1-3, but did for patient # 4. There was no report of change to treatment with any patient.